Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. Functional testing could not be performed because of the "call tech support" error. A data log was able to be retrieved and screen error alarms were observed. The reported event that the receiver ceased to function was confirmed because hardware error was displayed. The root cause could not be determined.